Event description:
A 1.25 mm x 10 mm sprinter legend rx dilatation balloon catheter was inserted into a pt for the treatment of an lad lesion. The lesion morphology was non-tortuous with moderate calcification with 99% stenosis. The sprinter legend was advanced to the lesion site successfully. It was reported that the physician inflated the balloon to 10 atm and then to 12 atm when the balloon burst. The device was removed from the pt. The lesion was successfully treated with another manufacturer's balloon. No clinical sequelae were reported and the pt is fine. Please note that this device (spl12510x/lot number 0000756087) is distributed outside the united states.

Manufacturer narrative:
Results: moderate calcification with 99% stenosis. Conclusions: moderate calcification with 99% stenosis.